Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 500 mg/dl at the time of the event. It was reported that the black light on the insulin pump was not working. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.